Event description:
It was reported the device was used during a thoracotomy procedure. It was reported by the affiliate that when using the device, the firing trigger broke. There was no pt consequence.

Manufacturer narrative:
Damaged firing mechanism. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position, n/a; cartridge condition, n/a and cartridge return batch number, n/a. Functional tests & results: condition of firing trigger lockout, good; condition of pinion gear, good; condition of short rack, good; condition of yoke, good and was instrument cycled, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechainsm are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly folow reloading instructions.